Manufacturer narrative:
D3 - mfg establishment name, d3 - manufacturing plant address 1, d3 - manufacturing plant city, d3 - zip code, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump was delivering .5 more than it should be¿ was not verified during testing. The flow delivery accuracy testing was within specifications. The pump passed all performance verification testing. The device event log/alarm history review found no abnormal alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the pump was delivering .5 more than it should be. There was a patient involvement and unknown adverse event and unknown delay in therapy.